Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) went into backup mode due to event queue overflow. The device was successfully reset. Patient was stable after programming changes.